Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia, diabetic ketoacidosis. And also reported, moisture inside the screen and damage (physical or cosmetic). The customer reported, a blood glucose value of 1065 mg/dl. The customer reported, hyperglycemia, diabetic ketoacidosis treated with hospitalization and an overnight stay. And the following leading up to the event, was possibly caused by the fluid inside the pump and physical damage to the pump as well. The event involved product(s) mmt-332a, mmt-1780kr and mmt-399a. The troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-1780kr, no product return is required for mmt-399a.